Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and audio anomaly. The customer¿s blood glucose level was unknown. The customer reported that sometimes had to press down arrow, light and escape button was harder for pump to respond and changed batteries more frequently. It was reported that they had unexplained no delivery alarms and pump ran out of insulin without warning. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No button error alarm or audio/beep anomaly noted during testing. Unit had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery, low battery alarms due to unresponsive button. (B)(4).